Event description:
On 04/21/83 the ipp device was implanted. On 04/21/86 the cylinders were revised. On 07/22/97 the entire device was removed from the patient and replaced due to "fluid loss-cylinders."